Event description:
Camlog progressive line implant could not be placed to the final position. Insertion post fractured during procedure. Implant was removed and a new implant placed.

Manufacturer narrative:
Conelog progressive line implant could not be placed to the final position. Insertion post fractured during procedure. Implant was removed and a new implant placed.user should have consulted IFU j8000.0239 and use dense bone drill or tap for this procedure.